Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. S.w version unknown. Retainer ring = clear. Customer returned pump for an alleged cosmetic damage located at the back along the battery side and exposure to moisture found on (B)(6) 2022. Insulin pump was received with a partially broken battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. Insulin pump was also received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm triggered by three consecutive pump error 2 alarms on: (B)(6) 2022 at 2:06:14 pm as per detail trace file. Per r&d engineer, pump error 2 alarm was generated since main mcu could not sync with the motor mcu (linenumber = (B)(4) ; filenumber = (B)(4)), suspected on hw. Pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Corrosion was also found on the battery tube assembly noted. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer was noted during testing. The following were also noted during visual inspection: a pillowing keypad overlay, a scratched case and a serial number label fading. Cosmetic damage was confirmed at the back along the battery side. A cracked retainer was confirmed. Critical pump error (open book image) alarm confirmed due to three consecutive pump error 2 alarms. Critical pump error (open book image) alarm and pump error 2 alarm due to corrosion on the pcba 1 and pcba 2. During visual inspection, corrosion was found on the force sensor, motor and vibrator assembly noted. Corrosion was also found on the battery tube assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to water and stopped working. The customer stated that the crack on insulin pump along battery side. No harm requiring medical intervention was reported. The device was returned for analysis.